Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported a couple of their bottom teeth could be moved a little bit more. They also still have gaps between their top and bottom teeth when they bite down, which the patient stated that they did not have prior to starting treatment. It was noted that the patient has a posterior open bite caused by premature contact of anterior teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.